Event description:
It was reported that during pm, a disk error occurred on the navio system, the technician attempted to have the hard drive fixed but it failed. The error was 80000000.

Manufacturer narrative:
H10 h3, h6: the device was intended to be used in treatment and log files were returned for investigation. It was reported that the system displayed the boot error 80000000. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports. We were able to confirm if there was a relationship established between the reported event and the device. Review of the log files found that the cause of the error (80000000) is a degraded raid array in the computer. Allowing the computer to boot and repair the raid resolved the issue. The root cause of the degraded array was and unplugged hard drive. When performing pm on the system the service tech had unintentionally disconnected the hard drive and booted. This caused the raid array to become degraded. The root cause was established to be user error.